Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) connected to the station, reviewed data synchronized logs, and confirmed the station was communicating. It was noted that the station displayed critical override and discrepancy icons with an outdated reboot timestamp. Patient profiles were found in admitted status, however, associated medication orders were missing, and intermittent patient orders may not be current errors were observed. The station was rebooted, but no results were returned when validating sample orders. Upon follow-up, the customer confirmed the issue had resolved, no further assistance was required, and case closure was approved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new orders were not crossing over. The customer stated that the station was on critical override and there was one message "patient orders may not be current. Order interface problem". However, there were no delays to patient care and no adverse events or injuries reported based on this incident.